Manufacturer narrative:
An issue was identified with the system's fault panel display.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.